Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07 may 2024, patient reported infusion set tubing was bent. The infusion set was in use for 2 days. Patient replaced infusion set and resumed insulin successfully no further information available.